Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous mid right coronary artery. The physician advanced the stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the proximal end of the stent was damaged. The stent struts at the proximal end were raised and misaligned. An examination of the entire length of the device found no kinks or damage. An examination of the tip section of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous mid right coronary artery. The physician advanced the stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another device. No patient complications were reported and patient's status is good.